Event description:
It was reported that there was oversensing and noise on the right ventricular (rv) lead. It was suspected that the oversensing and noise could be due to the patient welding. Follow-up was conducted; however, no additional information could be obtained. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.